Event description:
It was reported that during a follow up, increased capture threshold and decreased r-wave amplitude were observed on the rv lead. Upon further investigation dislodgement was noted via fluoroscopy. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, increased capture threshold and decreased r-wave amplitude were observed on the rv lead. Upon further investigation dislodgement was noted via fluoroscopy. The lead was explanted and replaced when repositioning wa...